Manufacturer narrative:
Device not returned

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with less than 100 units of insulin during the load sequence. Reportedly, the customer filled the cartridge with additional insulin and resumed insulin delivery. Customer¿s blood glucose level was 103 mg/dl.